Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t5au80. Investigation summary: the analysis results found that the ats45 device (b) was received with the handles opened and damaged, with no reload loaded in the device. No functional test was performed, and the device was disassembled to verify the condition of the internal components and no anomalies were noted. Please note that a reload needs to be loaded in order to close device. If a cartridge is not loaded in device and handles are forced closed, damage to the device can result. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an appendectomy a stapler was opened. First closing trigger of device would not close down. New stapler was opened. Same issue occurred on second stapler. No reload was used. Product did not touch tissue. Third stapler was opened and it worked fine. The procedure was completed successfully. There were no adverse patient consequences.